Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed showed the lead connector pin did not appear to be fully inserted into the generator connector block.

Event description:
Initial reporter indicated that their patient had high lead impedance on their systems test. The last date of within normal limit testing was (B) (6) 2009. It was additionally reported that the patient was hit on chest and presented with a hematoma in that area. The patient is also having an increase in seizures consisting of complex partial - generalized seizures that are not aborted by their magnet. The seizures are not over their pre vns seizure rate. Magnet activations do display in the patient's programming history. It has been recommended to program the vns off and surgical intervention has not been planned at this time. Manufacture reviewed x-rays that show the connector pin is not fully inserted past the connector block. However, because of the limited view provided and the quality of the image, a lead discontinuity cannot be ruled out.